Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging inaccurate high readings on his onetouch verio iq meter. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. He tested on the subject meter observed a value of "110 mg/dl" as compared to his back up meter (onetouch ultrasmart) which gave a reading of "89 mg/dl". He also reported that on (B)(6) 2013, he tested on the subject device at approximately 1:30 pm and observed a value of "243 mg/dl" and tested on his back up meter within minutes and obtained a reading of "187 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of (B)(4). The patient stated he tests 3-4 times per day and manages his diabetes with humalog insulin (self adjusting) at meal times and levemir insulin in the evenings and reported that he increased his humalog insulin by 1 unit in response to the alleged high reading. The patient claimed that at approximately 2:38 am on (B)(6) 2013, he woke up with symptoms of "shaking and impaired judgment" he tested on his back up meter and obtained a reading of "89 mg/dl" and then tested on the subject meter and observed a value of "103 mg/dl". The patient informed the mss that he self-treated immediately with hard candy. The patient stated his symptoms subsided within 15 minutes. The patient could not recall any values obtained from either device before going to bed prior to the symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The meter was set to the correct unit of measure and the test strips were unexpired. The samples were taken from the same approved site. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.